Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2026 that the patient experienced redness and swelling at the injection site. The family stated that the patient was started on antibiotics for an injection site infection. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.